Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range impedance measurement, with the decrease been gradual. Technical services (ts) was consulted and discussed stored data, with no other issues noted. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.